Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14407. It was reported the patient experienced ineffective therapy. As a result, the entire scs system was explanted.